Manufacturer narrative:
Results: bd received 6 samples and 17 photos from the customer facility for investigation in support of this complaint. All samples were visually and microscopically inspected and all were confirmed to exhibit black fm present on cannulas. One sample was sent for ftir spectroscopy for fm determination, it was determined that the fm was polypropylene. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Bd was able to confirm customers' indicated failure mode of foreign matter on needle. Refer to CAPA (B)(4) to document the investigation path, root cause analysis and remediation plan to include corrective and preventative action. Refer to CAPA (B)(4).

Event description:
It was reported that there was black foreign matter attached to needles from incident lot of bd vacutainer® flashback blood collection needle, 22gx1", with black shields. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.